Event description:
A patient was seen in emergency department earlier in the day and was sent home with a new folding adult walker. The patient was using walker at home later in the day when one of the walker legs snapped off causing the patient to fall to ground. The patient was unable to get up and required assistance. No injuries were noted. The family returned the broken walker to the emergency department and received a replacement. The vendor, apria, was notified of the occurrence. The leg that snapped was the right front leg.